Event description:
The user is questioning the "no shock advised" notification given during a patient use event. An xl+ device was used in manual mode on the patient and delivered a shock. The patient outcome is unknown.